Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'the pump alarms for a false downstream occlusion' which was not reproduced. A review of the event history log identified the multiple presence of 'downstream occlusion!' Messages. Testing of the device found it to be within specification. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false downstream occlusion. If the downstream end of the tubing was adjusted or pulled on a little it would intermittently display infusing and clear the alert but no fluid was flowing. The event happened at the emergency room. There was no patient involvement. No additional information is available.